Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 due to a low blood glucose (bg) level. Customer stated the pump and pump supplies were not the cause of the low bg level. Tandem technical support asked if the customer knew the cause of the low bg level, customer simply indicated that the pump was not at fault, but did not provide any other explanation. Customer consumed carbohydrate to address bg level and received glucose intravenously in the hospital . The customer was released from the hospital on (B)(6) 2017.

Manufacturer narrative:
Corrected data: in addition to what was initial reported.